Event description:
Pt's one touch ultra meter was reported to have a power issue. This issue was not resolved with troubleshooting. Medical affairs specialist left a message on the pt's answering machine in 2004. Per the initial info provided by the reporter, emergency services had to be contacted. There is no further info regarding this. Unknown what the emergency medical technician meter result was or what treatemnt the pt received. A doctor's meter result is documented as 123 mg/dl which does not relfect a serious injury. The reporter had also stated that the pt "had not been testing in a while." This case is reported as a meter malfunction since the power issue was not resolved. A replacement meter was sent to the pt. A letter will also be sent to try and contact the pt. No further clinical info was provided.